Manufacturer narrative:
The reported events of high pacing impedance, failure to capture, and failure to sense on the right atrial lead were not confirmed. As received, a complete lead in one piece was returned for analysis. Visual and electrical analysis were normal with no anomalies found.

Event description:
It was reported that the patient presented for an initial procedure. During the implant, the right atrial lead exhibited high impedance, failure to capture, and a failure to sense. The physician elected not to use the lead, and a new lead was implanted. The patient was in stable condition post-procedure.